Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: staples did not form properly. The unformed staples did not form properly. The unformed staples were removed and the surgeon hand sew the anastomosis. The surgical time was extended approximately 40 minutes. Some bleeding occurred, but not abnormal. No patient injury was reported and is currently in well condition.